Event description:
It was reported to boston scientific corporation (bsc) that a truetome 44 was checked after being received in a bsc warehouse. The exact event date was unknown. During the product inspection it was found that a foreign object was present inside the sterile packaging. The device packaging had no damages, and all sterile seals were intact. No patient and procedure were involved in this event. Note: photos of the complaint device inside the unopened packaging were provided by the customer and a black colored foreign material can be seen inside the sterile device packaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the sterile packaging of the device. Block h11: investigation results: the returned truetome 44 was analyzed, and a visual examination found that there was presence of a foreign material inside the pouch. The particle was measured and was out of specification. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of packaging foreign matter was confirmed. According to the product analysis of the returned device, it was found that the device had evidence of foreign material inside the pouch, the particle was measured and was found out of specification. Based on all gathered information, the most probable root cause is quality control deficiency. An investigation is in place to address this problem.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the sterile packaging of the device.

Event description:
It was reported to boston scientific corporation (bsc) that a truetome 44 was checked after being received in a bsc warehouse. The exact event date was unknown. During the product inspection it was found that a foreign object was present inside the sterile packaging. The device packaging had no damages, and all sterile seals were intact. No patient and procedure were involved in this event. Note: photos of the complaint device inside the unopened packaging were provided by the customer and a black colored foreign material can be seen inside the sterile device packaging.